Manufacturer narrative:
Additional information: date of event. Additional information was received indicating that the event occurred during testing, there was no patient involvement. In addition, information was received indicating that the event happened in july.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with scratched lens. Event history log review was performed and found evidence of reported problem. Visual inspection and user mode testing were performed. The customer's reported problem regarding "error 1210" was able to be duplicated. During investigation the pump was power up and it displayed lec 1210. Simulated use testing was unable to download event log or read out the pump error log, but the pump had constant alarm, and unable to run the pump. The pump was opened and inspected. Further investigation inspected the pump and found the shield and backup capacitor loose inside the pump. According to the investigation, the 1210 error is air_bad_crc (corrupted bus). Service's replaced the pump mp board due to possible shorting of the mp board. Inspection also finds damage on the pump front housing. Service replaced the pump front housing. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited "error 1210". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.